Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported that the adc device would not power on with button press and test strip. On (B)(6) 2022, a replacement order for the adc device was placed and due to a delivery issue, an adverse event occurred. The customer experienced symptoms of hyperglycemia such as tachycardia and sweating. The customer was taken to a health center wherein a capillary blood glucose result of 560 mg/dl was obtained, and rapid insulin (unspecified dose/type) was administered for treatment by a healthcare professional. There was no report of death or permanent injury associated with this event.